Event description:
It was reported during the patient's procedure to implant his permanent scs system, the physician was unable to connect one of the lead tails into the ipg header. Multiple attempts were made and every time impedances were high or invalid. The physician replaced the ipg and the issue was resolved. The patient reported receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.